Manufacturer narrative:
(B)(4) and info documented by a carefusion tech support specialist in response to a phone conversation with a user facility rep. The following info concerning the eval of the device is a summary of the info documented by the carefusion field service rep and carefusion failure analysis lab rep. The carefusion field service rep evaluated the device, verified the complaint and determined that the root cause of the reported event was a faulty gas delivery engine (gde). The carefusion field service rep replaced the gas deliver engine (gde) and ran the device through a complete checkout to ensure it meets all factory specs. Upon completion the device was returned to the customer's control ready to be placed back into service. The carefusion failure analysis lab rep evaluated the alleged faulty gas delivery engine (gde) and was unable to reproduce/verify the complaint. The allegation of a false extended high ppeak pressure alarm is a known issue related to the tca pcba in the gas delivery engine. The allegation of a false extended high ppeak pressure alarm is a known issue related to the tca pcba in the gas delivery engine. Carefusion has initiated a voluntary field correction to address this issue. (B)(4). (B)(6).

Event description:
The following description of the event was documented by a carefusion tech support specialist in response to a phone conversation with user facility rep on (B)(6) 2011. "Customer claims this unit stop cycling while on a pt, end user reported the ventilator was alarming" exh high ppeak", biomed claims there was no reports on any harm to the pt." The following description of the event and the condition of the pt was copied from the user facility medwatch report received from the user facility on (B)(6) 2011. "The machine made a loud noise and the vent alarm sounded. The machine indicated that a problem with the safety valve occurred. Rn bagged the pt". "No pt harm per rn intervention." Add'l info from user facility: the machine made a loud noise and the vent alarm sounded. The machine indicated that a problem with the safety valve occurred. Rn bagged the pt. No pt harm occurred because of rn intervention.